Event description:
User experienced burning of mouth and tongue and peeling lips within 1-2 days of beginning to use device. Her entire mouth and larynx became swollen, purple, and incredibly sore. Dentist recommended the use of benadryl and discontinuance of product. The user would like to know the chemicals contained in the product so that she can avoid them in future products.